Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: trial lead. (B)(4). (B)(4) pertain to product ID: 3531, serial# unknown, product type: external electrical stimulator. (B)(4) pertain to product ID 3057 lot# unknown, product type: trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that their main concern was urinary and fecal leakage. The patient stated that they took a diuretic each morning which triggered them to go to the bathroom but during the afternoon and evening they did not go that often. The patient noted that when they sat down they were fine but when they would get up they would get the urge to go and leaked, it would just gush out. The patient reported that they had a problem with getting up and down off the seat noting that when they were trying to stand up they would use their pelvic muscles which they felt triggered leaks. The patient stated that they were the same with their bowels and when they stood up they would have a little bit of fecal incontinence. The patient reported that the day before report they had bad stomach cramps and noted that they were sitting on stool for about 50 minutes, the patient knew they had to go and was afraid to get up. The patient stated that they had another problem of not feeling stimulation. The patient noted that they had turned the amplitude to the highest setting until the controller gave an error message that read ¿can not provide your desired settings contact your clinician.¿ the patient was assisted with troubleshooting and confirmed that they were feeling light comfortable stimulation at their tailbone/buttocks with the amplitude set to 6.3. It was indicated that it was unknown if the issue was resolved at the time of report or if there were any environmental, external, or patient factors that contributed to the issue. No further complications were reported or were expected. Additional information was received from a manufacturer representative. It was reported that the patient was not feeling stimulation due to a lead migration and that was why the error message popped up stating ¿cannot provide your desired setting.¿ no further complications were reported/anticipated.